Event description:
It was reported that during MRI procedure, patient got hurt having burning sensation, pain, right side numbness, vomiting. He stated that they stopped the procedure, sat him up and took him down. After a while, they continued to do the MRI again, and it happened again. He refused to do it and went home. His dr prescribed him MRI later on again, but he is afraid of trying it and not willing to do it anymore. Patient couldn't recall the exact date and time of the procedure.